Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine shut down randomly when they moved the plug around and customer reported that the plug seemed damaged. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple power-fail messages were found in the log. A field service engineer replaced the power cable, rebooted the device, and tested it successfully. The system functioned as intended after the field service engineer repaired the device.